Event description:
Revision due to acetabular cup migration in to pelvis.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. The acetabular cup migration, has been reviewed as part of cmp-0451093, medwatch no: 0001825034-2018-11077. Cause of the acetabular cup migration cannot be traced to the biolox delta ceramic head. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Revision due to acetabular cup migration in to pelvis.